Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to the development of urethral atrophy, leading to a surgical procedure. The entire aus was removed and replaced; the new cuff was relocated in the urethra. A smaller cuff was implanted, as it offers a better fit for the patient. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.